Event description:
Describe the event or problem: tracheobronchial stent did not deploy. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable.

Manufacturer narrative:
Upon review of the manufacturing records for the product reported as defective, no issues relevant to the complaint (device malfunction) were identified. Further investigation was not feasible because the product reported as defective was not returned to the manufacturer. For these reasons, and since no adverse events related to the patient were reported, this report is submitted as both the initial and final report.